Event description:
It was reported that the insertable cardiac monitor (icm) reached end of service (eos) after being implanted approximately 3 months ago. The observation was communicated throughout the facility, and technical services assessed the issue as most likely related to premature discharge of battery, pending analysis. Additional review noted a significant drop in battery voltage beginning in early december, consistent with a malfunction. The recommendation was to replace the icm and return the implant for evaluation. However, the icm remains in service, and no adverse patient effects have been reported.

Event description:
It was reported that this icm reached end of service (eos) battery status after being implanted for approximately three months. Review of device data, by boston scientific technical services, noted a significant drop in battery voltage beginning in early (B)(6) 2025. Product replacement was recommended. This icm was explanted, replaced, and returned for analysis. No adverse patient effects were reported. Complaint investigation indicates the product was returned to boston scientific, product analysis was performed and confirmed the premature discharge of battery since the device underwent several evaluations, beginning with a visual inspection that showed no anomalies and an initial assessment confirming the device arrived with no telemetry or bluetooth signaling. A review of stored operational data revealed that the device performance appeared normal until a rapid and unexpected decline in battery voltage occurred, which led the device to trigger end of service earlier than expected and produced a low-voltage fault. X-ray imaging showed no abnormalities, and opening the device case revealed the battery voltage to be significantly depleted. After the battery was removed, external power was applied, and the device demonstrated a normal current drain. The battery was then sent to the battery laboratory, where analysis determined the failure was caused by a manufacturing deficiency, specifically an anode ribbon breach to the cathode.

Manufacturer narrative:
This supplemental 01 - updated the h6 device codes row 2 of device manufacturers only tab. Additional information: the icm was explanted and subsequently returned for analysis and a new icm will be implanted. The device tracking system confirms that a new device has been implanted. This supplemental 02 - updated the adverse event/product problem (b1) and outcomes attrib to adv event (b2) of adverse event or product problem tab and report the results of the device evaluation: this icm device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery which resulted in the battery reaching eos earlier than expected. A comprehensive review of the device history record (DHR) was conducted and confirmed that no process-related nonconformances, scrap, or rework occurred during manufacturing that could explain the reported event. All devices were verified to meet specifications prior to release. The assessment found no indication that the manufacturing process contributed to the complaint. Additionally, a risk review verified that premature battery discharge is an event already defined and assessed within the product's risk documentation, and it has been appropriately considered in the risk-benefit analysis for the device. A labeling review further determined that the complaint scenario is addressed in the product manual. There was no evidence suggesting misuse or deviation from the instructions for use. Therefore, labeling, including translation, wording, and graphics, is unlikely to have contributed to the reported issue and does not require further action. This supplemental 03 - updated the additional MFR narrative (h11) of device manufacturers only tab and describe event or problem (b5) of adverse event or product problem tab.

Manufacturer narrative:
This supplemental 01 - updated the h6 device codes row 2 of device manufacturers only tab. Additional information: the icm was explanted and subsequently returned for analysis and a new icm will be implanted. The device tracking system confirms that a new device has been implanted.

Event description:
It was reported that the insertable cardiac monitor (icm) reached end of service (eos) after being implanted approximately 3 months ago. The observation was communicated throughout the facility, and technical services assessed the issue as most likely related to premature discharge of battery, pending analysis. Additional review noted a significant drop in battery voltage beginning in early december, consistent with a malfunction. The recommendation was to replace the icm and return the implant for evaluation. However, the icm remains in service, and no adverse patient effects have been reported. The icm was explanted and subsequently returned for analysis and a new icm will be implanted.

Event description:
It was reported that the insertable cardiac monitor (icm) reached end of service (eos) after being implanted approximately 3 months ago. The observation was communicated throughout the facility, and technical services assessed the issue as most likely related to premature discharge of battery, pending analysis. Additional review noted a significant drop in battery voltage beginning in early december, consistent with a malfunction. The recommendation was to replace the icm and return the implant for evaluation. However, the icm remains in service, and no adverse patient effects have been reported. The icm was explanted and subsequently returned for analysis and a new icm will be implanted. Additional information the premature discharge of battery was confirmed to be due to an anode ribbon breach to the cathode.

Manufacturer narrative:
This supplemental 01 - updated the h6 device codes row 2 of device manufacturers only tab. Additional information: the icm was explanted and subsequently returned for analysis and a new icm will be implanted. The device tracking system confirms that a new device has been implanted. This supplemental 02 - updated the adverse event/product problem (b1) and outcomes attrib to adv event (b2) of adverse event or product problem tab and report the results of the device evaluation: complaint investigation indicates the product was returned to boston scientific, product analysis was performed and confirmed the premature discharge of battery since the device underwent several evaluations, beginning with a visual inspection that showed no anomalies and an initial assessment confirming the device arrived with no telemetry or bluetooth signaling. A review of stored operational data revealed that the device performance appeared normal until a rapid and unexpected decline in battery voltage occurred, which led the device to trigger end of service earlier than expected and produced a low-voltage fault. X-ray imaging showed no abnormalities, and opening the device case revealed the battery voltage to be significantly depleted. After the battery was removed, external power was applied, and the device demonstrated a normal current drain. The battery was then sent to the battery laboratory, where analysis determined the failure was caused by a manufacturing deficiency, specifically an anode ribbon breach to the cathode.